Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future malfunctions. The customer was able to continue using the pump without further issues and was advised to contact support if the problem recurred.